Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath .the returned non- maquet sheath was over the catheter. Two kinks were observed on the catheter tubing approximately 76.2cm and 37.6cm from the iab tip. The three-way stopcock and extender tubing were also returned. The guidewire was able to pass through the inner lumen without difficulty. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 9.7cm from the rear seal measuring 0.015cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter occupation: nurse manager additional initial reporter(s): (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, the console generated leak in iab circuit and catheter restriction alarms. The customer stated that at the beginning of the call that there were red flecks in the helium tubing and asked if they should be concerned. The getinge representative explained that it was a sign of an iab leak and that the iab needed to be removed as soon as possible. The steps to clamp and disconnect the tubing were then explained prior to the physician being notified. The iab was removed successfully after approximately six days of therapy. There was no patient harm or adverse event reported.